Manufacturer narrative:
Service found that both liquid trap and waste pump have their floats coated with gelatinous proteins from samples. Service cleaned both canisters, which corrected the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leaking from vacuum hose on exhaust waste intake and back of synchron cx5 delta clinical system. Customer technical support cautioned customer that material could be biohazardous. The customer verified that the vacuum canister is full. No biohazard exposure or injury was reported. There was no effect to patient or user.